Event description:
The patient received her scs system on (B)(6) 2009 including an ipg. It was reported that the patient has been having to charge for longer than usual and the ipg does not show being fully charged. The ipg is shallow. The patient was sent a spacer kit to help resolve the issue. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.